Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of stent cage dilation of the cuff (24%-stretch) and main body stent buckling. The cause of the dilation of the cuff is unknown. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) 2018, for a pervious report event (2031527-2018-00811), clinical was able to find substantial evidence to support the following additional findings of a stent cage dilation (3b endoleak) of the cuff (suprarenal extension). A MDR is for the stent cage dilation of the cuff (suprarenal extension) only.